Manufacturer narrative:
Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked reservoir tube lip, cracked keypad overlay and cracked case.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 55 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will not return device for analysis.